Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's age and weight were not provided. No product information was provided, therefore, lot #, model # and expiration date was not captured. As the lot # was not provided, device manufacture date could not be determined.

Event description:
The customer from (B)(6) reported that he was in the diabetes clinic where he compared his blood glucose readings between the contour next one meter and another meter and obtained difference of 25 mg/dl to 30 mg/dl. No specific readings or further event details were provided. There was no allegation of an adverse event. The product is not expected to be returned.